Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number 2017865 for manufacturer abbott under registration number (B)(4).

Event description:
It was reported that the system was explanted due to infection. The patient was stable before, during and post procedure. The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).